Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good physical condition. As a result of checking the event history log, it could not confirm that there was record of the reported issue. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D4: UDI unknown, g4: unknown.

Event description:
It was stated that the product's protocol is initialized. There was unknown patient involvement and unknown.